Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1: first name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was stuck in the injector. As a result, an iol cutter was used to remove the lens. A new dib00 model iol was implanted. The injector was not kept for return. Through follow up, it was confirmed that there was patient contact, the iol was in the eye, except for the haptic trapped in the shooter. The cutter was used to remove the lens from the patient's eye. No further detail was provided.